Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: switch box has a scratch; air/water cylinder has foreign objects; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; air/water tube has foreign objects; distal end cover has a chip; and nozzle has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus evis exera iii gastrointestinal videoscope, air and purge function does not work. The issue occurred during the preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the air/water tube and nozzle have foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.